Event description:
It was reported that signal loss occurred. It was determined that the signal loss was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of an app crash alert within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.